Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pyxis anesthesia es system had a blue screen due to remote support service update. A field service engineer performed (B)(6), upgraded remote support service and had done pyxis app auto-launch after reboot to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis anesthesia es system unexpectedly stopped responding, preventing user from accessing the medications. The customer stated that the user had to use other station to retrieve the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the blue screen issue was due to remote support service 4.6. A field service engineer fixed upgraded remote support service 4.12 and set auto launch application to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system unexpectedly stopped responding, preventing user from accessing the medications. The customer stated that the user had to use other station to retrieve the required medications. There were no adverse events or injuries reported based on this event.